Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the alaris pump tubing came apart when placed in alaris pump (ns poured onto floor and came out of pump).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25053200 was performed. The search showed that a total of 86,343 units in 1 lot number was built on15may2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.